Event description:
It was reported that during testing, it was observed that the console displayed an e2 error when in use with the attachment and motor device. It was reported that the e2 error means that the lock is engaged but the reporter discovered that the lock was not engaged on the motor device. The reporter stated that the user turned the console off and rebooted the device; the same e2 error message appeared. It was clarified that other attachment devices were tested with the drill and console and the e2 message did not display. The device was not being used in surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.